Event description:
This was reported as a vessel closure using a prostyle device relative to a procedure. Reportedly, in step 3, the needle advanced without the suture [suture was not present when the plunger was removed]. An unspecified device was used to achieve hemostasis. No additional information was provided. Analysis of the returned device noted a suture malposition as the formed knot and loop remained in the suture bearing.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss was not confirmed. However, malposition of the suture was observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. The reported difficulty appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.